Event description:
It was reported that a new freestyle libre 3 plus sensor initially failed to pair with the ilet and remained in the pairing phase until the user toggled settings and rescanned, after which the ilet displayed the sensor warm-up timer, indicating resolution of an intermittent communication failure related to interoperability, with the antenna and electrical/magnetic components implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability communication issue consistent with intermittent communication failure involving the device¿s antenna and related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.